Event description:
The device was replaced due to suspected normal battery depletion and returned to the MFR for analysis. No adverse event was reported.

Manufacturer narrative:
Final device analysis results revealed - bond wires broken.